Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 04/03/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that unexplained power events had occurred. Visual inspection of the pump found no evidence of damage to the pump; the battery cap was not returned with the pump. A test battery cap was inserted and the pump successfully booted up. The pump was exercised for 24 hours without any issues. The pump was opened and there was no evidence of moisture or damage to the power circuit.